Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited failure to capture, r-wave amplitude variation and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.